Event description:
Reportedly, the patient experienced a burn to the anterior chest. It was reported that the hand control was attached to monopolar ii on the front of the electrosurgical generator. The disposable electrosurgical cord was attached to monopolar I on the front of the generator, and the cord was attached to a re-usable suction cautery device. The footswitch control was attached to monopolar ii on back of generator. When the footswitch was depressed, the current dispersed through the hand piece. The hand control accessory was laying on patient's chest, and the patient sustained a burn.